Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to a fall on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the previous and initial MDR submitted on may 27, 2025, and may 19, 2025, respectively were filed inadvertently. The correct initial date of awareness is april 22, 2025.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 19, 2025, was filed inadvertently. The correct initial date of awareness is 11 mar 2025.